Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance was 3591 ohms by (B)(6) 2016. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. Atrial pace impedance steadily rises from 1100 to 2983 ohms between (B)(6) 2014 and (B)(6) 2015. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture threshold was consistently out of range by since (B)(6) 2014. Concomitant medical products : 5071-35 lead, implanted: (B)(6) 2009; dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead impedance and thresholds had begun to rise after the last device change and both were now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was explanted.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a cosmetic depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.